Event description:
The device was returned to redmond as a "defective unit". No other details were provided to explain why the unit was called "defective". When evaluated by physio-control, the device would not turn on.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on and the internal batteries were charge depleted. In further evaluation, root cause of the reported problem was determined to be due to dendrite growth found around resistor network, designator r35, on the digital pcb assembly. The dendrite growth caused excessive leakage current which caused the internal batteries to become prematurely depleted. The customer received a replacement device.